Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: error code e29. The probable root: upon investigation, there were no loose connections found, so the software was reviewed. Upon investigation of the software, a bug was noted where the l11 tried to read the thermistor while white light is off, causing an invalid reading.

Event description:
It was reported that a thermal event occurred during procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a thermal event occurred during procedure. The procedure was completed successfully.